Event description:
It was reported that during a da vinci-assisted surgical procedure, the cannula seal had a leakage and could not contain the gas. The procedure was completed with no reported injury and less than a 15-minute delay. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was rapid loss of insufflation. No broken pieces were found on the cannula.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The cannula seal was analyzed, and the complaint was not confirmed by failure analysis. The reported event with the accessory could not be replicated nor confirmed. Visual inspection did not reveal any damage. No leak test could be performed at this time. No product issue was identified.

Event description:
Refer to h11 for follow-up information.